Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high pacing lead impedance and high pacing threshold were observed. Lead insulation damage was suspected. The physician opted to continue monitoring the patient.